Event description:
It was reported that the buttons on the insulin pump are unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Arrow buttons did not respond due to flattened button dome switches. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.